Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/13/2017 with the following findings: review of the black box data revealed evidence of voltage drop resulting in a replace battery alarm on (B)(6) 2017. Battery alarms following power on reset events were also observed in the black box on (B)(6) 2017 and (B)(6) 2017. No battery cap or cartridge cap was returned with the pump for investigation; test caps were used to complete the investigation. On examination, there was no evidence of contamination inside the battery compartment. On investigation, the pump powered on normally with the test caps in place. The electrical current draws measured within the required specifications. The pump was opened for further investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components. A battery life issue was not duplicated during investigation. Unrelated to the original complaint, cracks were observed where the keypad meets the battery compartment. (B)(4).